Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the stylus would not align with the arrow on the display and therefore the overlay/bezel assembly was replaced and the stylus calibrated. (B)(4).

Event description:
The programmer was returned for calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.